Manufacturer narrative:
The following devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-601; lot# mdsed; triathlon prim cem fxd bplt #5; cat# 5520-b-500; lot# emfkf. It cannot be determined which, if any of these devices may have caused or contributed to the patients' experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to the infectious nature of the explants and hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had left tka done (B)(6) 2015. Patient is very obese. Patient was having pain in her knee over the next couple of months. The doctor in (B)(6) referred this patient to a doctor in (B)(6). The patient was diagnosed with (B)(6). The doctor brought the patient to surgery to remove implants to deal with this chronic infection. The doctor did culture and cell differentials and both came back negative but had huge number of white blood cells confirming infection. The doctor removed the femur, the tibial insert and the tibia. The patella was deemed okay to leave due to the amount of scar tissue around the patella and the patella tendon. The doctor then used the competitor spacer system with multiple antibiotics to reduce the infection over the next several months. The patient went to recovery in satisfactory condition.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced and the sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A review of the technical evaluation for the reported infection indicated that based on the data reviewed, it has been determined that the introduction of the reported causative agent of this post-operation infection was not via the medical devices (i.e.: metal femoral or tibial components and x3 uhmwpe tibial insert and patella components). A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had left tka done (B)(6) 2015. Patient is very obese. Patient was having pain in her knee over the next couple of months. The doctor in (B)(6) referred this patient to a doctor in (B)(6). The patient was diagnosed with (B)(6). The doctor brought the patient to surgery to remove implants to deal with this chronic infection. The doctor did culture and cell differentials and both came back negative but had huge number of white blood cells confirming infection. The doctor removed the femur, the tibial insert and the tibia. The patella was deemed okay to leave due to the amount of scar tissue around the patella and the patella tendon. The doctor then used the competitor spacer system with multiple antibiotics to reduce the infection over the next several months. The patient went to recovery in satisfactory condition.